Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse aligned the mixers. The cse also found clog in the aspiration nozzle 2 of a dilution cuvette washer and performed dilution tray wash. The cse adjusted the probes and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated ecre_2 results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated enzymatic creatinine (ecre_2) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate advia chemistry instrument, resulting lower each time. The results obtained on the alternate advia chemistry instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ecre_2 results.

Manufacturer narrative:
The initial MDR 2432235-2017-00130 was filed on february 17, 2017. Additional information (03/13/2017): a siemens headquarters support center specialist reviewed instrument data. The hsc specialist stated that the reaction curve was elevated, which was indicative of poor mixing. The hsc specialist determined that the cause of the discordant, falsely elevated ecre_2 results on two patient samples was due to the poor mixing.